Manufacturer narrative:
The device was not returned for evaluation; however, per report, there was no device malfunction. A device history review (DHR) for the sheath was completed and the device met manufacturer's specifications prior to distribution of the device. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 22fr sheath is 7.0mm. In this case, the minimal luminal diameter (mld) of the access vessel was 7.1mm and the vessels were indicated to be mildly calcified and non-tortuous. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the exact cause for the reported dissection cannot be confirmed; however, it is possible that a combination of the borderline size of the access vessel in combination with calcification or tortuosity that was not appreciable on imaging contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventive actions are possible at this time.

Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the first valve was positioned and deployed to ventricular (slightly low) within the native annulus with resulting central ai. A second valve was prepped and positioned higher than the initial valve under rapid pacing with no central ai noted. Upon removal of the (B)(4) sheath, two (2) non-flow limiting dissections were noted to the left internal iliac and left external iliac. In order to repair the dissections, a 8mm x 140 mm everflex protege self expanding stent was deployed to the left external iliac and a 10mm x 60mm gps protege self expanding stent was deployed in the left internal iliac. Patent flow was noted to the vessel post deployment. Additional information provided by the clinical specialist indicated that there was nothing abnormal noticed during the inspection of the sheath prior to use, no difficulty was encountered during the insertion or removal of the dilators and/or the sheath.